Manufacturer narrative:
The reported event of a clock not set and a pump stoppage was confirmed based on the analysis of the returned system controller, serial number (B)(4). The log file was downloaded and it contained 240 entries spanning approximately 32 days, from (B)(6) 2016. On (B)(6) at 23:15 the low battery advisory alarm became active and subsequently, at 0:43 on (B)(6), the low battery hazard alarm became active. At 0:53 the no external power alarm became active as the external 14 volt lithium-ion batteries (batteries) drained completely, and at that time the 11 volt lithium-ion backup battery (backup battery) began to operate the system. The backup battery was drained completely as indicated by the time stamp resetting to (B)(6) 2001 and 1:00 accompanied with a motor stop and backup battery uninstalled alarm in the following event. When power was restored to the system controller, through the batteries, the actual speed recorded was zero and then increased up to the fixed speed of 9200 rpm¿s. The yellow wrench was active during this time as a result of the time clock not being set. The time stamp was not set until (B)(6) at 12:03. It is unclear how long the system controller was powered down due to no external power and the backup battery becoming depleted. The returned system controller was functionally tested and was found to function as intended. A full functional test was performed and the system controller passed all test steps. In addition, the system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 11.5 months. The device was returned for analysis. The evaluation is not complete. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient notified the vad coordinator of a controller clock not set alarm observed on the primary system controller. The patient does not remember waking up to change the batteries. The vad coordinator stated that the patient is not the best historian and was unable to provide any additional event details. The patient was asymptomatic and when seen in the clinic was reported to be doing fine. System controller log files were submitted and reviewed by a representative of the technical services team. The data confirmed the system clock reset on (B)(6) 2016 which appeared to be due to all the battery power sources being depleted. The data showed the pump stopped, then started operation at the set speed limit once adequate power to the pump was reestablished. The duration of time that the pump was off could not be determined due to the system controller clock resetting. The patient was reeducated regarding system controller battery alarms and proper actions necessary when they occur. No additional information was provided.